Manufacturer narrative:
Additional info received: patient's approximate age is in 70's patient's approximate weight is (B)(6).

Event description:
Physician was attempting to use a gooseneck snare to capture a stretched coil in the hepatic artery. It was reported that the wire shaft of the snare device broke during the procedure. Another snare was used to complete the procedure. The procedure was delayed by less than 30 minutes. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.